Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic and focal acute endometritis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection on (B)(6) 2008, gestational hypertension on (B)(6) 2008, pregnancy on (B)(6) 2008, cholecystectomy in 2001 and gallstones. Concurrent conditions included chronic maxillary sinusitis since (B)(6) 2013, d & c since (B)(6) 2009, abdominal pain lower, endocervicitis and dizziness. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol) from (B)(6) 2010 to (B)(6) 2011 for irregular menstrual cycle, drospirenone; ethinylestradiol (drospirenone and ethinyl estradiol) from (B)(6) 2009 to (B)(6) 2009 for menses irregular as well as drospirenone + ethinylestradiol (yaz), hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2008 to october 2009, ibuprofen (motrin), ibuprofen in (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2019, paracetamol (tylenol) and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain/pain in pelvic area"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and nausea ("nausea"). The patient was treated with surgery (d & c). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, anxiety, migraine, nausea, dysmenorrhoea, fatigue, alopecia and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted as per ppf). In summons insertion date was reported as (B)(6) 2009. Uncomplicated placement of essure, 8 coils trailing on left, initially none on right, end of insert grasped with hysteroscopic graspers and adjusted to 4 coils trailing on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2009: result: total bilateral occlusion. Fallopian tubes were blocked. Occluded fallopian tubes post essure device placement. The right essure device is located more cephalad as compared, likely entirely in the right fallopian tube. Irregularity of the wall of the uterine cavity which may present hemorrhage. Correlation with recent hysteroscopic. Findings is recommended. Hysteroscopy on (B)(6) 2009: essure in the left tube, right ostium seen. No evidence of expelled, right essure or other foreign body within the uterine cavity. Moderate amount of vaginal bleeding with large clots. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received - fu 3 and fu 4 process together. New events abnormal bleeding (vaginal), mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), fatigue and hair loss were added. Event psych injury updated with psychological or psychiatric problems condition: depression. Medical history and concomitant medication were added. Patient height were added. On 22-oct-2019: medical record received - fu 3 and fu 4 process together. New reporter, patient race, medical history, concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.